Manufacturer narrative:
Updated block: d9, h3 & h6. The service repair technician (srt) could not duplicate the reported complaint. While the values of the blood parameter monitor (bpm) held during triage operation mode, the arterial bpm and the arterial light emitting diode (led) card were replaced as the most likely cause of the issue. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) potassium (k+) reading would not hold calibration and was drifting. Recalibration was attempted, but could not be performed. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.